Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Product was sterilized according to sterilization release documentation from quality control. Our clinical/medical investigation concluded the root cause to the revision was an infection by a ¿staph species¿ and a sinus tract the role of the device cannot be confirmed but it is likely this was due to the procedure. Cultures were not available to confirm the infection source however, the pathology report of variable osteonecrosis cannot be ruled out as a contributing factor to the revision. Since these adverse events have resolved no further harm to the patient is anticipated. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that patient underwent a two-step revision surgery due to right knee deep infection, including serosanguineous drainage. Two-step revision surgery: components removed and antibiotic spacer inserted in (B)(6) 2015; tka revision on (B)(6) 2016.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Corrections based on additional information received.